Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support for the system. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported patient had original procedure on (B)(6) 2016. Patient programmed treatment was right -5.75 -0.25 x 005 and left -5.25 -0.25 x 154. Patient post op was: one month: right 1.00 -0.50 66 uncorrected 20/70 best corrected 20/30; left 1.25 -1.25 170 uncorrected 20/70 best corrected 20/25. Three months: right 2.50 -0.75 165 uncorrected 20/50 best corrected 20/20; left 2.75 -2.75 17 uncorrected 20/40 best corrected 20/20. Surgeon did enhancement on (B)(6) 2016. The current prescription is: right +1.75 -1.00 x 005; left +0.75 -2.75 x 175. There is no loss of best corrected visual acuity.